Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch basic original meter had a battery contact issue. The complaint was classified based on the customer care advocate (cca) documentation. At an unknown time prior to the start of the alleged issue, the patient reported feeling "lightheaded." On (B)(6) 2012 at 10:30am, the patient alleged the issue first occurred. The patient reported using 70/30 insulin (unknown dose) and pills (unknown type and dose) to manage her diabetes. The patient reported on the day of the alleged issue, she did not make any changes to her usual diet, activity level or medications. The patient reported she was seen in the doctor's office on (B)(6) 2012 at 10:30 and a lab reading of "420mg/dl" was obtained on (B)(6) 2012 at 11:15am. The patient was administer insulin (unknown type and dose). At the time of troubleshooting, the cca confirmed this was not the first time the meter has been used and the battery was found to be corroded. Replacement products were sent to the patient. This complaint is being reported as an adverse event because due to the alleged issue, the patient was unable to test, therefore required treatment from a healthcare professional during an office visit.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.